Manufacturer narrative:
(B)(4). Post-implantation computed tomographic angiography images dated (B)(6) 2017 were received by gore form the facility, and an imaging evaluation was performed. At the level of the proximal end of the existing endograft there appeared to be contrast communicating with contrast in the false lumen, indicative of a possible tear at a level just proximal to the implanted device. Medical device: patient medications include amlodipine, labetalol, and atorvastatin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby an additional gore® tag® device was implanted to extend the existing endograft. The issue being addressed and the date it was identified were unknown. The patient tolerated the procedure.